Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and while placing the tip of the lead, it "was seen as open." When the lead was removed the tip appeared "broken." A different lead was implanted and no patient complications have been reported as a result of this event.